Event description:
It was reported by an impulse dynamics field representative that, prior to a scheduled lead dislodgement/revision procedure for a patient implanted with an optimizer lite ipg, the patient requested the removal of the entire ipg and both leads. The physician complied and removed the ipg and leads later that day. No other information has been provided. The explanted ipg was returned to impulse dynamics USA after being decontaminated at an approved decontamination facility. The device passed all electronic controls testing and did not exhibit any malfunctions during evaluation. The removal of the device is attributed to patient preference rather than a problem with the ipg itself.